Manufacturer narrative:
The insulin pump passed displacement, operating currents, self, off no power, unexpected restart error, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Motor passed the motor test. No motor error alarm was noted. The device programed low reservoir alarm and functioned properly during test. The device was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 50 mg/dl. They treated their blood glucose level with juice. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.